Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid (750 mcg/ml at 287 mcg/day) via an implanted pump. It was reported that the patient experienced issues with pump refill due to the pump being too deep; it was difficult to access reservoir pump. There were no known factors that may have led or contributed to the issue. The patient underwent surgery to explant the existing 40 ml pump that was placed in their right abdomen and to implant a smaller 20 ml pump in their right back. The issue was noted to be resolved, and it was indicated that the healthcare provider had no further information to provide regarding the event.